Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified that the water line had been cut, it is not believed that this damaged was present when the device was received by the customer. It is most likely that after the procedure to prevent re-use of the device the lines were cut by the user. Upon mechanical testing it was identified that the needle could retract and deploy, and the function buttons worked as intended. During functional testing, the device was connected to the generator and there was no issue or resistance observed. A syringe was not returned with the device; thus, a replacement syringe was used. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. Therefore, the reported allegation of the device not being detected and displaying error messages could not be confirmed.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator was not recognizing the handpiece. It was attempted with two different handpieces, but the issue persisted. The delivery devices displayed error codes 219 - frequency error and 235 - low temperature. The procedure was cancelled. It was later confirmed to be a delivery device issue. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status.